Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years post implant of composix kugel mesh, patient was diagnosed with obstruction and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesion as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿hernia sac was excised and content of hernia sac were reduced back into abdominal cavity. A composix kugel mesh was sewn into defect using suture.¿ (B)(6) 2017 - patient was diagnosed with small bowel obstruction and adhesion thereby underwent open repair with the removal of composix kugel mesh. Per operative notes, ¿the mesh was encountered in periumbilical region. A nest of small bowel stuck up to the underside of the composix kugel mesh, and adhesion were taken down to free the bowel from mesh. Adhesion and mesh was divided in the midline and bowel was dissected off the mesh. There was a dilated bowel proximally and collapsed bowel distally. The edges of the mesh hade made a imprint on serosal side of bowel, it was imbricated with interrupted sutures. Two halves of the mesh were removed completely.¿ attorney alleges that the patient had adhesions, bowel/intestinal obstruction, bowel/intestinal perforation, pain and ring break.